Manufacturer narrative:
Upon completion of our investigation, a follow-up report will be submitted.

Event description:
A facility returned the cusa excel 36khz straight handpiece each1 (c2602) which failed the incoming performance test with a stroke of 7.7mils and was also over-heating on 10 minutes test. There was no patient involvement or user injury.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The excel 36khz straight handpiece (B)(6) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis - due to the overheating failure of the loaner handpiece, the transducer was replaced and fitted with the 8.45kohm resistor to calibrate the handpiece to specification. All service and repair checks and functional tests were successfully passed per manufacturer specifications. Root cause - the root cause is confirmed as transducer failure. No corrective action has been initiated for the same or similar issue. This will be monitored and trended going forward. At present, we consider this complaint to be closed.